Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. Review of the log files for the day of treatment shows all treatments were performed successfully without any interruption or other deviation. The user was able to achieve good suction values for all treatments and also during the treatments the values stayed stable. Further all treatments were completed 100% and the energy stays stable during the complete day. So no abnormalities or other issues can be detected in the log files which could have contribute the reported issue no technical root cause could be determined as the system is performing within specifications. The manufacturer internal reference number is: 2016-12188

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during corneal pocket treatment, two areas of the intersection between the connector and the incision were not treated. The customer referred to the untreated areas as tags and used surgical scissors to detach the two areas of tags. Additional information requested.